Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the lcd board. They were unable to perform rewind, basic occlusion, occlusion, prime / compromised force sensor system alarm, excessive no delivery and displacement test due to blank display.

Event description:
It was reported via phone call that the insulin pump alarmed moisture damage. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's mother stated that the reservoir leaked into the pump and there was fluid in the screen the customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.